Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging a onetouch verio iq meter was displaying inaccurate results when compared to another meter. The patient reported blood glucose results of "78 and 102 mg/dl" with the same lifescan meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20mg/dl or <=20%, taken within 20 minutes. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found, the complaint was not confirmed. In addition, on performance testing with control solution error 4 was observed and no assignable cause was found. Based on the information provided, this complaint is being reported due to the following conclusions: there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However, due to the findings from product analysis, the alleged complaint was not confirmed, however, a secondary issue was found.

Manufacturer narrative:
The products involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. In addition, on performance testing with control solution error 4 was observed and no assignable cause was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. However, unrelated to the issue, the test strips was found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.